Event description:
It was reported the customer had a off no power incident on their insulin pump. Customer's blood glucose was 13.9 mmol/l. The customer stated they did not drop or bump their insulin pump. There were also no unattended alarms occurring on the insulin pump. It was also reported the customer had a failed battery test alarm on their insulin pump. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. It was found the customer did not receive a failed battery test alarm at the end of troubleshooting. Customer was advised to monitor their insulin pump while a replacement battery cap was being sent. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.